Event description:
A home pt contacted baxter's technical service center for assistance during day drain 1/1 of their automated peritoneal dialysis therapy. Per initial report, the home pt noted that the cassette was leaking behind the door. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.